Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the electronic instructions for use everolimus eluting coronary stent systems xience xpedition, xience xpedition sv and xience xpedition ll, ce, as a known patient effect of coronary stenting procedures. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified left anterior descending artery that is 85% stenosed. A 2.5x28mm xience xpedition was deployed and a dissection was noted. The dissection was covered with another 2.5x28mm xience xpedition. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.